Event description:
Additional information received reported that after the evacuation surgery of the hematoma the patient felt better, but still had pain in the anterior thigh. The patient had follow up re-education. It was stated that the patient was "satisfied with neuromodulation" and was receiving effective therapy.

Manufacturer narrative:
The patient outcome was originally reported in manufacturer report # 3007566237-2013-01515. That was incorrect. (B)(4).

Event description:
It was reported that the patient developed a subdural hematoma following a lead repositioning procedure. It was noted that a surgical intervention was performed to "evacuate the hematoma, but the lead was not removed." It was noted that the patient experienced "pain in the anterior thigh." It was further noted that patient reeducation occurred. It was noted that the patient was hospitalized due to this event. It was further noted that the patient was "satisfied" with the device. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, lot# 0206021828, implanted: 2012-(B)(6), product type lead. (B)(4).